Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4)

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, a patient developed tass (toxic anterior segment syndrome). Additional information has been requested. There are seven medical device reports associated with this report. This report is for the fifth of seven.

Manufacturer narrative:
There have been no other complaints reported in the lot number. Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient had pain, blurry vision, and fogginess at 1 day post op.

Manufacturer narrative:
(B)(4).